Event description:
On (B) (6), 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010, the patient obtained the blood glucose reading of 90 mg/dl on the reported meter. Afterwards, the patient experienced the symptom of 'foggy memory'. No action was taken based on this meter reading. More than thirty minutes later, emergency services arrived and tested the patient's blood glucose level to be 40 mg/dl. The patient was treated intravenously with glucose. The patient takes humulin 70/30 insulin and an unspecified oral diabetes medication. The meter, test strips and control solution were replaced. The patient allegedly became severely hypoglycemic after obtaining a blood glucose reading of 90 mg/dl on the reported meter, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.